Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges the main oxygen tubing easily kinks. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The sample was found to meet specifications. The manufacturing records were reviewed and revealed that all relevant tests performed during the manufacturing process and final product release met requirements. No nonconformity of this nature had been registered during the production of this lot. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges the main oxygen tubing easily kinks. No patient injury/harm reported.